Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that the internal hlc batteries had depleted. Physio performed extensive testing but was unable to determine the cause of the reported issue. Physio also observed non-shorting tin whiskers on the charge-pak flex cable assembly; however, there was no evidence of a short due to their presence. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries were at zero (0), which could inhibit the device's ability to provide defibrillation therapy, if it were necessary.